Event description:
Pump reported a cartridge change error. There was no reported impact to the customer¿s blood glucose level. Customer was unable to successfully load the cartridge despite following instructions and attempting with a second cartridge. Technical support decided to replace the pump, instructed customer to put the pump into storage mode, and guided them on returning the faulty pump within 10 days. Customer will use multiple daily injections as backup therapy.